Event description:
The doctor indicated the abutment fractured after two years of placement. The doctor only sent in the screw portion of the abutment because the rest of the abutment was swallowed by the patient. The doctor also reported that the patient did not suffer an injury. On (B)(6) 2014, a follow up call was made to verify the patient condition and the doctor reported that the patient has not had any problems.

Manufacturer narrative:
Investigation: complaint investigator¿s visual inspection of returned component, dal-ro abutment 4.1mm(d) x 2mm(h) (drh20) has confirmed the following: only the threaded portion of the screw has been provided for review. As returned, the screw appears discolored at the break point. The major thread diameter was measured, compared to drawing 225001 rev e, and confirmed to be within specification (0.0760¿). (Gage ID mic001m148, calibration due date: june 17, 2015). No lot or order number has been provided for review. Review of the product¿s complaint history in etq did not provide any indication of manufacturing deviation that would contribute to this event. Possible cause: although a definitive root cause has not been determined, the following probable causes have been considered: improperly torqued component during placement prevented proper seating of the abutment and contributed to the reported event. Improper restorative component placement prevented proper seating of the abutment and contributed to the reported event. Imbalanced occlusal load distribution caused the abutment to fracture and contributed to the reported event.

Manufacturer narrative:
Product was received on (B)(4) 2014, evaluation is not complete. Product just received.